Event description:
It was reported one balloon ruptured at or just below its rated burst pressure during an arteriovenous hemodialysis fistula graft dilatation and another balloon ruptured below its rated burst pressure during a subclavian vein dilatation. Other balloon catheters were used to successfully complete the procedure without pt complications. The devices were destroyed by the user facility. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Also, graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. However, without evaluating the devices, co is unable to determine the exact cause for this event. Co directions for use safety: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dialatation, immediately discontinue the procedure. Deflate the ballon. Do not reinflate and remove carefully.